Event description:
Upon deployment of a vena tech vena cava filter in the infrarenal vena cava, it was reported that the filter did not open. The filter subsequently migrated through the heart into the pulmonary artery. The patient was returned to his room after this procedure without further intervention and expired the following day. The above description is based upon a telephone report by hospital personnel and has been verified by the manufacturer.